Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual inspection revealed that the spring tip was damaged which noted to be stretched and bent. However, the filter bag was observed to be in good condition and met specification. The od dimensions were found within specification. A functional inspection of sheathing and unsheathing test was performed and the filter bag was successfully retracted and deployed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that a non bsc guide catheter was used to retrieve the filter bag out of the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the filter bag could not be retracted into the retrieval sheath. The stenosed target lesion is located in the carotid artery. During the procedure, the 190cm filterwire ez filter bag was deployed in the target area successfully. However, upon withdrawal, it was observed that the filter bag could not be retracted into the retrieval sheath. The physician used another catheter to retrieve the filter bag out of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.